Event description:
Physician was placing a central line, the patient had a respiratory issue and became agitated moving frequently during the procedure. The physician found the guidewire during a follow up x-ray.